Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The specific failure was not identified and no further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a fully functional display screen and the pump functioned properly. The investigation was unable to duplicate the reported display issue.